Event description:
As reported: "during humeral nailing, while passing through the oblong hole of the nail, the tip of the drill bit broke off and became stuck in the patient's bone, the piece of drill bit was left in place, removal would have been too disfiguring. There was no other consequences, the incident was isolated. The operation was delayed by around 20 minutes." 2/17/2024: additional information received: no other equipment was used to drill the bone apart from a skin incision and dissection to the distal humeral bone posteriorly. The drill scratched the distal nail hole (as usual), a trajectory correction was immediately undertaken, but the breaking sound had already occurred. It was then impossible to drill the 2nd cortex. On removing the drill, the distal break was discovered.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received drill is broken from the tip and the broken fragment was not returned. Broken surface of the drill appears relatively smooth without showing any plastic deformation signs which indicates towards a brittle failure of the drill due to mechanical overload leading to sudden breakage. The device is in worn out condition which indicates that it has been extensively used over a long period of time. The edges are worn out and there are circular wear marks in the region proximal to the tip which indicates that an excess torsional force on a worn-out device has resulted in the breakage of drill. The outer diameter of the drill was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related. The event was caused due to application of excess torsional force on a worn-out device which was extensively used over a long period of time. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during humeral nailing, while passing through the oblong hole of the nail, the tip of the drill bit broke off and became stuck in the patient's bone, the piece of drill bit was left in place, removal would have been too disfiguring. There was no other consequences, the incident was isolated. The operation was delayed by around 20 minutes." 2/17/2024 - additional information received no other equipment was used to drill the bone apart from a skin incision and dissection to the distal humeral bone posteriorly. The drill scratched the distal nail hole (as usual), a trajectory correction was immediately undertaken, but the breaking sound had already occurred. It was then impossible to drill the 2nd cortex. On removing the drill, the distal break was discovered.